Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect/low voltage alarms was confirmed via the provided log file. However, the reported event of the controller¿s white power cable being damaged was not confirmed. The log file contained data spanning approximately 8 days ((B)(6) 2021 ¿ (B)(6) 2021 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. Several strings of atypical low voltage and power cable disconnect alarms were observed throughout the data that appeared to have been caused by the rsoc fluctuating around the alarm thresholds. The patient¿s voltage values were also observed to be below average throughout the data, reaching values as low as 12.8 volts while the power module was in use. The patient¿s highest voltage throughout the data was also observed to be 15.7 volts when connected to fully charged batteries, indicating a below-average value (expected value is ~16.0 volts). No other notable events were observed. The system controller (serial number (B)(4)) was not returned for analysis. The root causes of the reported events were unable to be conclusively determined through this analysis. The heartmate ii patient handbook instructs users on how to resolve alarms that sound from their controllers, including alarms associated with low voltage and power cable disconnect conditions. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced low voltage advisory alarms toward the end of the day around 6:30pm. There appeared to be an issue with the battery life. The patient's log files showed power cable disconnects while on batteries. There was also a low voltage hazard. The cause of the low voltage advisories was due to the white power cable exterior damage. The patient's controller was exchanged and the alarms resolved.